Manufacturer narrative:
The device was evaluated by the manufacturer and the threads of the device appeared to have no loctite on the threads. It is likely the device was being used and the vibration of the drill caused the foot to thread itself off.

Event description:
It was reported that the duraguard is broken into pieces. It is not known if this event occurred during set up or during a case or if anything fell into the surgical site. There was backup equipment available. There was no patient injury and not adverse consequences.